Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing piece of the shell brown particles and underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage and missing piece of the shell due to inconclusive. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a left side rupture. The device has been explanted.